Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-06425. It was reported that the patient presented for remote follow up via merlin.net with what appeared to be a ventricular fibrillation episode recorded by the implantable cardioverter defibrillator. Right ventricular under-sensing of r-waves signals with small amplitudes on the discrimination channel were noted during the episodes. Once the secure sense algorithm was switched to passive this eventually allowed for defibrillation therapy to be delivered. The patient later expired. The cause of death was not made available, and the physician did not believe the device caused or contributed to the patient's death.